Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump is malfunctioning. Caller stated that the insulin pump began to alarm, reset appear on the screen and turned off by it self. Caller stated that when the insulin pump was turned back on 2/3 of the saline from the reservoir was infused into customer. Nothing further was reported.